Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis evaluation. The mbf instrument was found with the cable crimp, from the wrist control cable at the grip hub, dislodged. It was also found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley, which caused a loose cable at the distal end. Additionally, the clamping pulleys did not exhibit signs of corrosion, contamination, or residue that would have contributed to the broken cable.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a power outage in the area surrounding the hospital caused a loss of power within the facility. The da vinci system experienced an unrecoverable failure due to the absence of ups equipment. Although the surgical team waited for the hospital's generator to restore power, it did not come online. As time passed and power remained unavailable in the operating room, the decision was made to convert the procedure to open surgery. The robotic instruments were successfully removed using the instrument release key (irk). There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the surgery. The power was restored approximately a couple of hours later.